Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2012. The lead was damaged during battery change procedure. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).